Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error . The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer also reported to have received a no delivery and battery out limit alarm and declined troubleshooting on both alarms. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump passed the operating currents measurement, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. The empty reservoir feature functioned properly. No unexpected battery out limit alarm noted. No motor error alarm during testing noted, however moisture damage found on the motor. Insulin pump had cracked reservoir tube lip and minor scratched display window.